Event description:
Coiling treatment of an a-com aneurysm. During coil delivery, it was reported that half of the coil was inside the aneurysm and the coil could not be pushed or pulled back. After several attempts with force, the coil pusher broke with part of the coil inside the aneurysm and part of the coil inside the catheter. The physician was able to retrieve the coil and catheter from the pt. No pt injury reported. However, it was reported that the pt had only partial obliteration in the aneurysm sac because the physician was unable to regain access to the aneurysm.

Manufacturer narrative:
The device was returned for evaluation, and the implant coil was found detached. The pusher assembly was found broken, and the release wire had been pulled back. The implant likely detached when the pusher was broken, and the release wire was retracted (this is an alternate method of detachment stated in the IFU).